Event description:
It was reported that there was a potential atrial lead insulation fracture. Atrial oversensing was intermittently seen during device evaluation. Noise on the atrial channel could be reproduced by having the patient do isometrics. Lead impedances varied from 496ohms when patient was at rest and 296ohms during isometrics. The company's technical services consultant noted that information indicates an early insulation breech. Additional information received indicated that the device was reprogrammed. No patient complications were reported as a result of this event. Subsequent information received indicated the battery voltage is 2.62v but eri is not yet declared and reported that the device longevity is less than expected.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model.

Event description:
It was reported that there was a potential atrial lead insulation fracture. Atrial oversensing was intermittently seen during device evaluation. Noise on the atrial channel could be reproduced by having the patient do isometrics. Lead impedances varied from 496ohms when patient was at rest and 296ohms during isometrics. The company's technical services consultant noted that information indicates an early insulation breech. Additional information received indicated that the device was reprogrammed. No patient complications were reported as a result of this event. Subsequent information received indicated that the device was replaced that the device longevity was less than expected.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported that there was a potential atrial lead insulation fracture. Atrial oversensing was intermittently seen during device evaluation. Noise on the atrial channel could be reproduced by having the patient do isometrics. Lead impedances varied from 496ohms when patient was at rest and 296ohms during isometrics. The company's technical services consultant noted that information indicates an early insulation breech. Requests for device serial number and status were not successful. The status of the lead is unknown. No patient complications were reported as a result of this event. It was reported that there was a potential atrial lead insulation fracture. Atrial oversensing was intermittently seen during device evaluation. Noise on the atrial channel could be reproduced by having the patient do isometrics. Lead impedances varied from 496ohms when patient was at rest and 296ohms during isometrics. The company's technical services consultant noted that information indicates an early insulation breech. Additional information received indicated that the device was reprogrammed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.